Event description:
It was reported that balloon rupture occurred. A 5.0 x 150 mm 200cm ranger balloon catheter was selected for use. During the procedure, the balloon ruptured after the first inflation at 8 atmospheres for 60 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.